Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure, the physician said that the catheter¿s curve was broken. The catheter was exchanged. The procedure was completed with no patient consequence. Additional information was requested for this issue and it was stated that the catheter was probably stuck in a fully deflected position. There was no difficulty removing the catheter from the patient. It was only difficult taking the catheter out through the sheath. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter could not meet the minimum curve. Catheter did not get stuck and no resistance was noticed while deflection test was performed. An x-ray of the catheter was taken and it was noticed that the t bar slid down from its place causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the catheter getting stuck in a deflected position cannot be confirmed. However, the catheter could not meet the minimum curve. An internal corrective action has been opened to investigate the t bar issue.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) methods codes:no testing methods. Results codes:no results available since no evaluation performed. Conclusion codes: device not returned. Concomitant product: smart touch bidirectional catheter, model #: d-1327-01-s, lot #: 17166343m. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and it was stated that the deflection was probably stuck. During the procedure, the physician said that the catheter's curve was broken. The catheter was exchanged. The procedure was completed with no patient consequence. Additional information was requested for this issue and it was stated that the catheter was probably stuck in a fully deflected position. There was no difficulty removing the catheter from the patient. It was only difficult taking the catheter out through the sheath. With the information available at present stating that the catheter was probably stuck in a fully deflected position, we are taking a conservative approach and assessing this issue as a reportable malfunction.